Manufacturer narrative:
The customer was unable to have their glidescope bflex 5.8 single-use bronchoscope returned to verathon for evaluation as it had been disposed of at their facility. Since the device was not returned to verathon for evaluation, the cause could not be determined. Based on photos provided by the customer, it was determined that the et tube used during the procedure was a 7.5 mm ID flexicare ventiseal. The photo also showed a portion of the distal tip of the glidescope bflex 5.8 single-use bronchoscope was kinked and both the bronchoscope sheath and et tube appeared ovalized and flattened. The exact cause of the deformation remains unknown. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient bronchoscopy procedure, using a glidescope bflex 5.8 single-use bronchoscope, the bronchoscope became stuck while removing it from the endotracheal tube. While attempting to pull out the bronchoscope, the md reported noticing "what looked like fishing line coming out of the scope." They grabbed it with hemostats to help pull it out when the piece then broke and ended up in the patient's airway. The patient had to be extubated for retrieval of the broken piece and re-tubed. The broken piece was successfully removed and there was no reported patient harm.